Manufacturer narrative:
For the reported malfunction, a lot number was provided, and lot history review was performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported failure to infuse is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 5616000 implanted port allegedly failed to infuse. This report was received from one source. This malfunction involved a patient with no patient consequences. The reported patient was a (B)(6) year old male, (B)(6) kg.